Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during the medical intervention of a patient on (B)(6) 2026 at 18:00 (second occurrence on incident date), the display touchscreen jumps when attempting touch inputs. After restarting the device, the reported problem is resolved. Information obtained through good faith effort indicated there was no report of actual harm reported with this complaint.